Manufacturer narrative:
Per wi-000101075 rev. 24.0, product history reviews are required for all complaints classified as an early warning or adverse event and any complaint where investigation reveals a confirmed cause category of design, process, product, or supplier. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to applying excessive user applied mechanical forces upon insertion.

Event description:
It was reported that during a labrum refixation shoulder surgery the thread lost contact with the anchor and moved deeper into the anchor although the applied impact force was controlled. This caused the thicker part of the rod to move into the anchor and spread it open. The round metallic impact plate with approx. 1 cm diameter had no stable connection to the rod or tube. No part of the device broke. There was no harm or adverse event for patient, operator or third party reported. The surgery was finished successfully with the two affected devices, although these were damaged. It was not necessary to switch the surgical technique or do a second surgery.